Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, several automatic mode switch episodes were noted on the pacemaker. Further investigation noted there appeared to be some undersensing of p-waves. The patient presented in clinic on (B)(6) 2020 for a device check. Further interrogation during the device check noted there was brief, intermittent atrial arrhythmia undersensing prior to the mode switch, but the device correctly identified the arrhythmia after the mode switch. Programming changes were recommended but was decided changes were not needed. The patient was stable.